Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse (+), into the neck, several years prior to the time of this report (reported as a couple years ago). As reported, the patient was injected into a vessel. Radiesse (+) was hyper diluted (product preparation issue). After the radiesse(+) injection, the patient experienced it was tracking up her face, for several months. She also complained of pain. It was traveling and was in the nasolabial folds area, at the time of this report. It was confirmed it was due to the facial artery, as reported. Corrective treatment included dispersing with saline, with saline and hyaluronidase and radiofrequency microneedling, all several times. It still persisted. Due to the provided information, the outcome of the events was considered as not resolved. Amendment performed 12-nov-2024: event seriousness amended for device dislocation (changed from non-serious to serious), as permanent damage cannot be excluded with certainty assessment was amended accordingly. As previously reported the patient was injected with radiesse(+), into the neck (off label use of device), several years prior to the time of this report (reported as a couple years ago). As reported, the patient was injected into a vessel. Radiesse(+) was hyper diluted (product preparation issue, off label use of device).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event device dislocation, was deemed to meet serious injury criteria of permanent damage as permanent damage cannot be excluded with certainty due to the duration of the reported event and lack of response to corrective treatment. The device history record could not be reviewed as the lot number was not reported.